Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy an unknown tip broke off of the device and fell inside of the patient. The piece was retrieved without difficulty. The procedure was completed using a like device of the same product code. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).batch # p9265g. The device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.